Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken electrodes at the fantail region prior to receipt. The photographic imaging inspection confirmed broken electrode wires on the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode revealed that all electrode wires had fatigue breaks at the fantail region. The photographic imaging inspection and scanning electron microscopy analysis revealed fatigue breaks in all electrode wires at the fantail region. These breaks can be associated with the no sound output reported. A corrective action has been implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of sound. Programming adjustments were attempted, however, the issue was not resolved. Device testing revealed abnormal results. Revision surgery is scheduled.